Manufacturer narrative:
(B)(4). Insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alert. Customer did received low battery alert prior to the replace battery alert. Customer stated that insulin pump battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.